Event description:
It was reported that a radio frequency self test failure alarm was received on the insulin pump. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a64 error alarm during self test due to faulty electrical component on the radio frequency board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.